Event description:
It was reported that the system has been locking up intermittently for approx a mo. They have been able to resolve these previously by rebooting the system. However, now the system is locking up during the booting process.

Manufacturer narrative:
The device is a computer-based centralized pt monitoring system. The computer incorporates a hard drive like most desk top computers. In this case, the hard drive failed. The failure caused the system performance to degrade over a mo to the point where it couldn't reboot anymore. Welch allyn replaced the hard drive and non-volatile ram, reinstalled the operating system and software application, tested and returned to the customer. There was no pt harm associated with the failure. Hosp staff did not respond to repeated requests to provide the pt info.